Manufacturer narrative:
H.6. Investigation summary: catalog: 442021 batch no.: 2347855 customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Additional returned good samples were requested to the customer, but additional samples were not available. Investigation to the returned good samples could not be completed. Excel spreadsheet was attached. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positive was obtained. Patient received treatment fluconazole and antifungal treatment. The following information was provided by the initial reporter: bcid was a dual positive for staph epi and c. Tropicalis customer reports that there was concern that this could be a false positive, but started patient on fluconazole per recommendations of antimicrobial approval group. Repeat blood cultures and fungal culture ordered. Fluconazole stopped per ID 4/7/23

Manufacturer narrative:
The following fields have been corrected: adverse type: adverse event and product problem. Event attribution: required intervention. Type of reportable events: serious injury.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positive was obtained. Patient received treatment fluconazole and antifungal treatment. The following information was provided by the initial reporter: bcid was a dual positive for staph epi and c. Tropicalis. Customer reports that there was concern that this could be a false positive, but started patient on fluconazole per recommendations of antimicrobial approval group. Repeat blood cultures and fungal culture ordered. Fluconazole stopped per ID (B)(6) 2023

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positive was obtained. Patient received treatment fluconazole and antifungal treatment. The following information was provided by the initial reporter: bcid was a dual positive for staph epi and c. Tropicalis. Customer reports that there was concern that this could be a false positive, but started patient on fluconazole per recommendations of antimicrobial approval group. Repeat blood cultures and fungal culture ordered. Fluconazole stopped per ID (B)(6) 2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.